Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine device follow-up, this pacemaker had a remaining longevity of one year. The device had only been implanted for about four years, so premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed the device was exhibiting an increased power consumption. Device replacement was recommended for within 90 days. As of today, the device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, this pacemaker had a remaining longevity of one year. The device had only been implanted for about four years, so premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed the device was exhibiting an increased power consumption. Device replacement was recommended for within 90 days. As of today, the device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.